Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system y-type blood/solution sets leaked. The tubing leaked " blood back through the one way port on blood tubing". The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation; however, an evaluation could not be performed as there was a high level of contamination. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.